Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "took report from another nurse at 1020. Patient due for aloxi. Luer-locked syringe with aloxi into smartsite infusion set, when noted dripping that appeared to be coming from under pump. Open pump cartridge; tubing completely broke off right below pump segment. Clamped IV; changed tubing." There was no patient harm.